Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("pperforation (fallopian tube)"), pelvic pain ("pain/ severe pelvic") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, dysmenorrhoea, menorrhagia, pelvic adhesions, light headedness, gas evolution in intestine, vaginal discharge, vaginal itching, vaginal irritation, cramps in legs, conjunctivitis bacterial, trichomonal vaginitis, muscle strain, arthralgia, obesity, unspecified, amenorrhea, viral upper respiratory tract infection, burning micturition, cramp in lower abdomen, vaginal bleeding, low back pain, muscle strain and dysuria. Concurrent conditions included hypertension, depression, anxiety, pelvic adhesions, hypertension and vaginitis. Family history included carpal tunnel syndrome. Concomitant products included hydrochlorothiazide;triamterene (dyazide) since (B)(6) 2019 for blood pressure high as well as azithromycin, ceftriaxone sodium (rocephin), diphenhydramine hydrochloride;paracetamol (tylenol pm), lisinopril since june 2009 and medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), cyst ("cysts") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy(partial) with salpingectomy(bilateral removal of fallopian tube) and to remove the essure implant/ partial hysterectomy with salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abdominal pain and back pain had not resolved and the pelvic pain, genital haemorrhage, cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cyst, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: continues to experience pain. There were noted to be two coils trailing on the right. There were noted to be two coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: scout radiograph demonstrates two essure closure devices in the pelvis. No gross abnormality is seen. Impression: occlusion of both fallopian tubes by essure devices.; on (B)(6) 2015: results: full occlusion.. Pathology test - on (B)(6) 2015: 1. Uterus with skin and adipose tissue, benign proliferative phase endometrium; small intramural leiomyoma; benign serosa, cervix, adipose tissue, and skin. 2. Right ovary, oophorectomy: multiple ovarian cystic follicles.. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: denies pelvic pain., back pain, vaginal bleeding, vaginal discharge . Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received. Reporters information updated. New event: perforation(fallopian tube),lower abdominal pain were added.concomitants drug, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe pelvic") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and cyst ("cysts"). The patient was treated with surgery (to remove the essure implant/ partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain had not resolved and the genital haemorrhage and cyst outcome was unknown. The reporter considered abdominal pain, back pain, cyst, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: continues to experience pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abdominal and back pain, cysts, and excessive bleeding was added and essure start date was updated incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe pelvic") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), cyst ("cysts nos") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant/ partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain had not resolved and the cyst and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, cyst, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: continues to experience pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abdominal and back pain, cysts, and excessive bleeding was added and essure start date was updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.